Manufacturer narrative:
The reported event was premature battery depletion. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During an in clinic follow-up, premature battery depletion was suspected on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.